Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "high blood glucose (bg) alarms" occurred although customer's blood glucose level was not high, bg value not provided. Customer declined to troubleshoot with tandem technical support.